Manufacturer narrative:
The replaced portion of the percutaneous lead and pump was returned for analysis. Evaluation of the submitted system controller log file confirmed the reported pump stops and associated alarms, which appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead issue. However, a percutaneous lead wire compromise could not be conclusively confirmed without evaluation of the full percutaneous lead. Approximately 13¿ of the external portion/distal end was returned for evaluation. The outer silicone jacket has been cut lengthwise and silicone tape was present around the lead about 1-5¿ from the metal connector; removal of the tape confirmed the report of a tear in the outer silicone jacket. Continuity testing found all wires were electrically intact. Some breakdown of the braided shield was noted approximately 0-4¿ from the metal connector. Visual examination and hipot testing of the underlying wires found no area of compromised wire insulation. The lvad pump was returned with the percutaneous lead cut approximately 3¿ from the pump housing and the remainder of the lead was not returned. Continuity testing found all wires were electrically intact, and the outer silicone, clear bionate, and braided shield layers were unremarkable. Visual examination and hipot testing of the underlying wires found no area of compromised wire insulation. A small, tissue-like deposition was present on the rotor body. The deposition lacked lamination, lacked denaturing, was not adhered to the rotor, and does not appear to have originated in this location; however, its specific origin and a duration in which it was present in the pump could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 4 months. The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. The explanted pump has not been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the patient switched from battery power to the power module, the system controller alarmed with a red heart ¿connect driveline¿ alarm. The alarm was able to be reproduced and occurred with two different power modules and 2 different patient cables. It was also reported that the pump stopped one time which was confirmed by auscultation. Review of the system controller data log files submitted to the manufacturer's technical service representative observed multiple pump stoppage and speed reduction events that appeared to only occur while the vad was connected to the power module. The patient was asymptomatic during the events. On (B)(6) 2015, a distal end percutaneous lead replacement was performed. The repair did not resolve the issue. The patient underwent a pump exchange on (B)(6) 2015.